Manufacturer narrative:
(B)(4). No sample was received, no physical investigation performed. There were no issues noted on the device history record review. It was reported by the customer "on cardioplegia set the on "y" connector the tie band came loose." Additional information was received that the actual issue was a disconnect of line 12, l3 to the straight 1/4" x 1/4" connector on line 6. This is a customer made connection and the tie band referred to in the original complaint would have been added by the perfusionist. It is unconfirmed whether the connection was made in accordance to the cardiovascular procedure kit's instructions for use - indicating that the tubing be pushed over the second barb and tie banded. It was confirmed that this facility was in possession of an IFU cd-rom. Additionally incoming records were reviewed for the connector and tubing. The connector coc was available with no issues noted. It was also confirmed that the tubing's inner diameter and durometers were within specification as well. This tubing was manufactured with two lots of resin: one being 71d and the other being 70d. The customer noted they felt a difference in the tubing, this is possible since the specification is +/- 3d. Customer will be advised on connection techniques within the instructions for use. (B)(4).

Event description:
It was reported by the user facility during cardiopulmonary bypass on the cardioplegia set, on the "y" connector, the tie band came loose. This was a customer connection to the 1/4 x 1/4 inch connector on line 6 from the cardioplegia. This disconnection caused patient blood loss of approximately 150 ccs. The surgery was completed successfully. The customer stated this has occurred two times during cardiopulmonary bypass and 1 time after cardiopulmonary bypass. The customer did not remember the exact dates. The customer did state they thought the "tubing felt softer."